Event description:
Centrifugal pump console display stopped operating and displayed "reset" message. After 4-5 minutes, the display functional normally. No loss of function of the pump itself occurred. The flow rate of 4.5 to 5 lpm was not interrupted.